Event description:
It was reported the patient had an advance sling implanted 10 years ago. The patient was initially dry, but very slowly became wet and back to previous level of incontinence after the sling failed. The physician does not believe the device caused or contributed to the incontinence and the sling became weakened over time. And there was loosening of pelvic muscle support. The patient was using 3-4 pads a day prior to the implant of the original advance sling and then the sling failed and the patient's incontinence worsened and now the patient uses 4-5 pad per day. The patient's level of incontinence is the same since the implant of the artificial urinary sphincter (B)(6).